Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2022 and absorbable hemostat was used. The surgeon reported that he used the absorbable hemostat and irrigated adequately, but post operatively patient had an infection. Upon reentry they found a thick film of off white powder inside patient, which was believed to be the absorbable hemostat. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What was the reason for the surgeon¿s re-entry? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? What is the patient¿s current status?

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what was the date of index surgical procedure? (B)(6) 2021. What were the diagnosis and indication for the index surgical procedure? Unsure of diagnosis but laparoscopic hysterectomy was required. Was there any intraoperative concurrent use of other products? No other products. Cautery used. What is the lot number? No, used and disposed of. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? For use to address broad surface ooze in the pelvic wall. Where was the surgicel used (on what tissue)? Pelvic wall. How much surgicel was used during the procedure? Multiple expressions of a single use. Not whole 3grsms were utilized. What was the reason for the surgeon¿s re-entry? Infection. Has any surgical or medical intervention been performed? Case reentry and found an off-white film covering the walls. Surgeon thought it was surgicel powder. Did confirm that surgeon supposedly irrigated. What is physician¿s opinion as to the etiology of or contributing factors to this event? Believes surgicel powder caused foreign body reaction leading to infection. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? No deficiency, but off-white substance where surgicel powder was applied found on reentry. What is the patient¿s current status? Patient well however surgeon put off surgicel powder usage due to possible linkage. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.